Event description:
Two of the device's internal contacts appeared to be damaged. No operator injury was reported. Technical support requested the return of the suspect device and replacement product was shipped.